Event description:
A (B) (6), patient, was implanted with elevate. She had recurrent prolapse and severe pelvic pain with walking and sitting along with dyspareunia. Pain was localized to the inferior arms bilaterally. They removed the inferior arms and pledgets. Pain has resolved. She will need additional surgery for the recurrent prolapse. No further information was provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to determine if there was a device malfunction based on information provided. Serial number not provided for lot history review.